Manufacturer narrative:
A visual inspection was performed on 1 opened and used enlite sensor and the insertion needle. Inspected the insertion needle for burrs, hooks and dull needle tips none were found and the insertion needle passed per specifications. However, the sensor was received separated from the sensor base; unable to confirm insertion needle anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had issues with their sensor. The customer stated that their sensor broke and the second sensor caused bleeding at the site. The customer's blood glucose was unknown at the time of the incident. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a replacement sensor.